Event description:
Philips received a complaint from the philips product investigation lab (pil) on the v60 ventilator indicating that while testing a returned flow sensor assembly, diagnostic code 1203 - alarm message: low leak-co2 rebreathing risk" message was generated. It was determined that it was a faulty u1 on the airflow sensor was the cause of the reported issue. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.